Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose reached 26 or 28mmol/l (468 or 504mg/dl) while wearing the pod between 36 and 48 hours. It was also stated that the cannula was bent. The patient's blood glucose and insulin history is as follows: (B)(6). She went to the hospital where her blood glucose was 468 or 504mg/dl. The customer was treated with an IV, insulin, and new pod.